Event description:
A surgeon reported that the following intraocular lens (iol) implant surgery, a pt has 3.25-4.00 diopters of cylinder that remain uncorrected. The surgeon is planning a secondary procedure. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 07/06/2012 and 07/17/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).